Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage. Results: a visual inspection revealed that the connection between the chamber and the water feedset tubing was broken. A lot check revealed no other complaints of this nature for lot number 110217. Conclusion: the feedset tube on the returned mr290v chamber was found broken. The break was rough suggesting that the damage may have occurred as a result of the feedset tube being pulled away from the dome. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the feedset was damaged post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset tube of an mr290v vented autofeed humidification chamber had a cut near the chamber dome. This was noticed prior to patient use.